Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) /2011. Date of follow-up report: (B)(6) 2011. Date of supplemental 02: (B)(6) 2014. The incident device was returned, evaluated and found to function within specification. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. This report was originally submitted under the reporting site registration number. A new MDR 3500a form has been submitted under the manufacturing site registration number. The new MDR number is 3006451981-2014-00236.

Event description:
The customer reported that after the fifth seal of a nephrectomy, oozing occurred although an end tone, indicating a completed seal cycle, was heard. Another device was used to complete the procedure without incident. There was no patient injury.